Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed stuck button. Customer's blood glucose level dropped to 53 mg/dl. The button was stuck and the insulin pump delivered too much insulin. Their blood glucose level went down. The customer was unable to clear the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test, rewind, prime/seating test and basic occlusion test. All buttons functioning properly. No bolus anomaly noted during testing. No damage in the keypad assembly noted. Connector on printed circuit board was inspected and properly connected. Unit was received with cracked retainer, scratched case, pillowing keypad overlay and minor scratched lcd window.